Manufacturer narrative:
(B)(4). Egia 60 articulating med/thick sulu has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the surgeon started to fire the device, however, the device stopped firing after advancing the knife 1.5 cm. The device would not fire anymore. The reload was attempted to be replaced by new one; however, it was difficult to remove. So once the jaws were done open/close and the sulu was detached. Replaced by new sulu, the device worked fine.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one egia 60 articulating med/thick sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload was received partially fired to the 4.5 cm cut line. The anvil clamping mechanism of the reload was deformed. The reload was loaded into a post market vigilance idrive for functional testing, the interlock was overridden, and the reload fired satisfactorily. Functional and visual testing of the returned sample confirmed the product did not meet quality release specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.